Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: the date of event is unknown. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00760 for the other associated device information. According to the complainant, during preparation, upon opening the device packages, they noticed that both devices had a kink in the delivery system near the handle. This prevented the clip from being able to open, close or deploy. There was no patient involvement. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: the date of event is unknown. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00760 for the other associated device information. According to the complainant, during preparation, upon opening the device packages, they noticed that both devices had a kink in the delivery system near the handle. This prevented the clip from being able to open, close or deploy. There was no patient involvement. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and there were multiple kinks in the control wire near the handle. The clip assembly could not be actuated, but could be deployed. It was also noticed that the over sheath was accordion near the sheath grip. The most probable root cause has been determined to be operational context as evident by the kink in the control wire and the sheath grip being detached. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).